Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Heads are starting to slip off while brushing [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that her whole family uses the oral-b triumph professional care rechargeable toothbrush, and their oral-b sensitive brushheads were starting to slip off while brushing. No symptoms developed.

Manufacturer narrative:
19-oct-2015 product investigation results: reporter returned oral-b brush handle with brush heads. The analysis of the returned product did not indicate any manufacturing or design issue.

Event description:
Heads are starting to slip off while brushing [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that her whole family uses the oral-b triumph professional care rechargeable toothbrush, and their oral-b sensitive brushheads were starting to slip off while brushing. No symptoms developed.